Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the patient had developed an (B)(6) infection at the implant site. It was reported that the patient's eyeglasses were rubbing at the site, contributing to a breakdown of the skinflap and subsequent exposure of the extra-cochlea electrode lead. The patient was treated with oral antibiotics for several weeks (date not reported).

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported).